Event description:
It was reported that when using bd vacutainer® serum plus blood collection tubes, hemolysis was observed in the specimen of 2 devices. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
Investigation summary bd received a photo for investigation, which shows a sample with rbcs leeching into the serum layer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® serum plus blood collection tubes, hemolysis was observed in the specimen of 2 devices. No adverse impact was reported regarding the patients or user.